Event description:
The nurse reported that when they have a patient with a decreased perfusion or are peripherally vasoconstricted, they get a spo2 (oxygen saturation) waveform with a good amplitude and correlates perfectly with the electrocardiogram (EKG), but the g9 monitor will not give an actual spo2 (oxygen saturation) number or will get an inaccurate number that does not correlate with the patient's condition. The nurse reported that they are using the g9 monitor in the operating room (or) and they have changed the cables and probes and it is understood that a patient with increased vasoconstriction will present with the challenge of picking up spo2 (oxygen saturation) on extremities, the pulse oximeter plethysmograph is visible indicating adequate perfusion, but without a reading. No patient injury reported.

Manufacturer narrative:
The nurse reported that when they have a patient with a decreased perfusion or are peripherally vasoconstricted, they get a spo2 (oxygen saturation) waveform with a good amplitude and correlates perfectly with the electrocardiogram (EKG), but the g9 monitor will not give an actual spo2 (oxygen saturation) number or will get an inaccurate number that does not correlate with the patient's condition. The nurse reported that they are using the g9 monitor in the operating room (or) and they have changed the cables and probes and it is understood that a patient with increased vasoconstriction will present with the challenge of picking up spo2 (oxygen saturation) on extremities, the pulse oximeter plethysmograph is visible indicating adequate perfusion, but without a reading. No patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 02/20/2023 emailed the customer via microsoft outlook for more information: no reply was received. Attempt # 2: 02/28/2023 emailed the customer via microsoft outlook for more information: no reply was received. Attempt # 3: 03/01/2023 emailed the customer via microsoft outlook for more information: no reply was received.

Manufacturer narrative:
Details of complaint: the nurse reported that when they have a patient with a decreased perfusion or are peripherally vasoconstricted, they get a spo2 (oxygen saturation) waveform with a good amplitude and correlates perfectly with the electrocardiogram (EKG), but the g9 monitor will not give an actual spo2 (oxygen saturation) number or will get an inaccurate number that does not correlate with the patient's condition. The nurse reported that they are using the g9 monitor in the operating room (or) and they have changed the cables and probes and it is understood that a patient with increased vasoconstriction will present with the challenge of picking up spo2 (oxygen saturation) on extremities, the pulse oximeter plethysmograph is visible indicating adequate perfusion, but without a reading. No patient injury reported. More information received from the nurse to nihon kohden clinical associate support (cas) that they are using re-manufactured probes (from 3rd party supplier), which are disposable (single use probes) which are not recommended by nk. Investigation summary: based on the available information, we were able to confirm the probes being used by the customer, were disposable (re-manufactured probes), which are intended to be single use, disposable probes, and not reusable probes. Using remanufactured/disposable probes can cause damage to the probes (due to repeated use), and lead to the reported sp02 issue. Our nk ts and cas team provided education and guidance to the customer to use the appropriate probes. During review of trending, for device, (cu-192ra, serial number (B)(6), this was the only complaint found in the past 3 (three) years for this device, at this facility. As such, this is an isolated issue, and a significant trend that would warrant any corrective action has not been observed during review. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 02/20/2023 emailed the customer via microsoft outlook for more information: no reply was received. Attempt # 2: 02/28/2023 emailed the customer via microsoft outlook for more information: no reply was received. Attempt # 3: 03/01/2023 emailed the customer via microsoft outlook for more information: no reply was received.

Event description:
The nurse reported that when they have a patient with a decreased perfusion or are peripherally vasoconstricted, they get a spo2 (oxygen saturation) waveform with a good amplitude and correlates perfectly with the electrocardiogram (EKG), but the g9 monitor will not give an actual spo2 (oxygen saturation) number or will get an inaccurate number that does not correlate with the patient's condition. The nurse reported that they are using the g9 monitor in the operating room (or) and they have changed the cables and probes and it is understood that a patient with increased vasoconstriction will present with the challenge of picking up spo2 (oxygen saturation) on extremities, the pulse oximeter plethysmograph is visible indicating adequate perfusion, but without a reading. No patient injury reported.